Event description:
(B)(4).it was reported that post a coronary artery stenting treatment procedure, patient death occurred. The 95% stenosed, 4x20mm target lesion was located in the left main artery (lm). A 4x24mm liberte stent was implanted resulting in 0% residual stenosis. No additional procedure was performed in the target lesion. The procedure was a technical success. The patient experienced cardiac death that day. The patient was on heparin at the time of death. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.